Manufacturer narrative:
Results; conclusions = damaged firing mechanism. Evaluation summary. The analysis results found that the instrument was returned in good visual condition and with no cartridge present. The instrument was noted to have the firing mechanism damaged. No functional test could be performed with the instrument as the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the firing trigger teeth were found damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass after the second fire with a white load is made crunching noise after the second or third firing. The device trigger would not close. They used a second device with a blue reload to complete the procedure with no consequence to the patient.